Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not holding its charge. Customer received a low power alert and pump was charged. However, shortly after battery charge dropped. After prolonged charging, the issue was resolved. Although multiple attempts were made by tandem technical support (cts) for additional information, customer did not reply.